Event description:
The customer reported that the act diff 2 hematology analyzer generated erroneous cbc (complete blood count) results on one patient sample. The test results of the initial run did not match the results generated over 2 hours later when the same sample was repeated. The test results for both runs were accompanied by an instrument-generated message to review results. The erroneous test results were not reported out of the laboratory. There were no reported changes to patient treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. On (B)(4) 2009, the field service engineer visited the site to assess the instrument. He bleached the apertures, adjusted hgb (hemoglobin) lamp voltage and wbc (white blood cell) gain to latex particles, and ran a 10 shot test to evaluate reproducibility. He checked all 3 levels of quality control materials and verified repair per established procedures. All results met published performance specifications. The erratic cbc results observed are consistent with signs of an inadequately mixed sample prior to aspiration. Per product labeling, when wbc and platelet results are too high or low. Hgb and rbc are opposite, too low or too high, sample was not mixed adequately before aspiration. The root cause is unknown, though may be related to sample handling and/or service repairs.